Event description:
The remstar pro c-flex+ was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of foam particles inside the blower kit. Additionally, dust contamination was confirmed during evaluation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.